Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, it was found that image was flickering due to loose contact between scope connector and processor. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and flickering was found in the image when the scope connector was shaken due to a faulty receptacle unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.